Event description:
The customer reported that a particulate filter was installed in place of a vapor adsorption cartridge on a vitros eciq immunodiagnostic system. The potential for the occurence of biased results exists under this condition. These results may lead to inappropriate physician action if they were to occur undetected on patient samples. There was no report that patient results were affected. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a particulate filter was installed in place of a vapor adsorption cartridge on a vitros eciq immunodiagnostic system which has the potential to affect sample results. The root cause of the incorrect filter placement was because ocd packaged particulate filters in vac sales cartons. This issue was not detected by the user prior to use. Expected performance was obtained following the replacement of the particulate filter with the vac on the vitros eciq system. The issue has been communicated to customers through customer letter (B)(4). The FDA's (B)(4) district office was notified of this issue on 20-december-2012 per recall number 1319681-12/20/2012-001-c.